Event description:
The lead was explanted due to noise.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip clamp in the reported problem in the area of the pipette assembly and adjusted the pipetter assembly over the secondary rack. The instrument was inspected, tested without further problem, and returned to service.